Event description:
It was reported that during a hand-assisted hemicolectomy procedure, the surgeon was about halfway through the case when the device seal tore apart. The surgeon said he was not using unusual force when this occurred. Case completed with another device of the same product code. There were no patient consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.